Manufacturer narrative:
The device was tested and serviced by a third party service. They reported to (B)(6) that the pump was infusing at a volumetric rate that (B)(6)considers reportable. The third party service also advised that they completed calibration to correct the pump.

Event description:
The initial reporter states that the pump under infused by (B)(4)%. This occurred during testing by a third party service and no patient was involved. (B)(4).